Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited noise over-sensing due to insulation damage. The rv lead was removed and replaced. The patient was in stable condition.